Event description:
The patient was not feeling stimulation and patient programmer was not communicating, the no communication screen displayed. This started last night. It was noted that he is partially handicapped. It was later reported on (B)(6) 2013 that all of a sudden his implant stopped working. He stopped feeling stimulation four days ago. When he tried to check his implant, the poor communication screen displayed on the patient programmer. The patient's health care provider (hcp) has not seen the patient in 8 years and has no information regarding this event. Additional information has been requested.

Manufacturer narrative:
Concomitant medical products: product ID: 748910, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. Product ID: 7439, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 399930, lot# j0546562v, implanted: (B)(6) 2005, product type: lead. Product ID: 748910, serial# (B)(4), implanted: (B)(6) 2005, product type: extension. (B)(4).